Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and suffered a pericardial effusion which required a pericardiocentesis and prolonged hospitalization. Patient received an index cardiac ablation on (B)(6) 2026. On (B)(6) 2026, patient experienced pericardial effusion. Additional information was received which categorized the adverse event as severe and serious defined by prolonged hospitalization (admission date (B)(6) 2026 and discharge date of (B)(6) 2026) and medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or function. Relationship to the study device (qdot micro catheter) is causal and relationship to the index study procedure is causal. The adverse event is anticipated. The outcome is resolved with an end date of 07-march-2026. Intervention was a pericardiocentesis. It was also reported that there was a steam pop. The adverse event was originally considered non-reportable, however, bwi became aware on 18-mar-2026 that the patient required a pericardiocentesis and have reassessed the adverse event as reportable. The awareness date for this record is 18-mar-2026.